Event description:
Three days prior to the procedure, the patient presented with a ruptured midline anterior communicating artery (acom) aneurysm. Six coils were successfully deployed into the aneurysm during the procedure. It was reported that during the procedure, the patient suffered a thrombus in the acom. The physician administered 6mg of reopro and a 2000iu bolus of heparin to treat the thrombus. The event was reported to be resolved with residual effects as the patient suffered a left anterior cerebral artery stroke due to the thrombus. No further information was provided.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.